Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the fridge magnet and things at the supermarket would turn the patient's implantable neurostimulator (ins) off and the consumer would have to turn it back on. It was noted that this issue began occurring in 2012. No symptoms were reported. Please see report number 3004209178-2016-15559.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.